Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt presented with symptoms of hemolysis and hematuria. The pt was administered integrilin and suffered a mild stroke and the pump issues (high power) and other symptoms did not resolve. The pt reportedly did not suffer any long term neurologic issues. When the pt was stabilized, a low dose heparin drip was started which appeared to resolve the pt's symptoms and the pump appeared to operate as expected. The pt was reportedly doing well until an echocardiogram (echo) performed by the hosp revealed a large thrombus extending from the inflow valve into the left ventricle. As a result, the hosp made a decision to exchange the pump. The lvad was successfully exchanged and the pt remains ongoing without any further issue reported.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.